Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site (specific date not reported). Subsequently, the patient underwent two wound revisions in order to close the wound (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.